Manufacturer narrative:
Medical action purchases the sponge from another company and repackages it with our label. We have scarred the manufacturer of the speciality sponge, i.e., requested that they investigate the complaint and provide a corrective action through our supplier corrective action report. This is the first complaint for this product.

Event description:
During a blood dissection, as the dissector sponge was being used to push away some tissue, a small piece (approx 1mm) of the sponge was dislodged from the main part of the sponge. The piece was easily visible and was therefore retrieved from the pt with no harm to the pt.